Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2020-10-02. H6: investigation summary: a device history record review was performed for provided lot number 2003320 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture samples and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, foreign matter was observed embedded within the tip of the syringe. The embedded particles resulted from the injection molding machine. Due to the high working temperatures, different gases are produced inside of the mold. The gases should be expelled through conduits, outside of the mold cavity. If the gas expulsion is not done correctly, burnt particles can result within the mold cavity. This is a cosmetic defect only as the pieces are embedded without the possibility of detachment.

Event description:
It was reported that the bd emerald¿ syringe had a "brown mark" on it that was noticed before use. The following information was provided by the initial reporter: "there seems to be a brown mark at the end of one of them."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd emerald¿ syringe had a "brown mark" on it that was noticed before use. The following information was provided by the initial reporter: "there seems to be a brown mark at the end of one of them."